Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. There was no patient involvement. No additional information.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing, but failed for volumetric accuracy. The manual fluid volumetric accuracy test could not performed due to a cracked door piston. Further examination revealed deteriorated piston foam. The cause of the failed fluid volume accuracy testing was the deteriorated piston foam which was to be scrapped. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.